Event description:
It was reported to philips that the device gave a remote alert indicating the system's image disk was full, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device gave a remote alert indicating the system's image disk was full, preventing exposure. The system log files showed errors related to free disk space images. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, fse implemented a medical device correction z-1151-2024 and additionally installed two new hard drives on the image processing pc (ippc) and reinstalled ghost. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.